Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that patient's blood glucose that day was 61 mg/dl with blurred vision. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, an insulin-on-board feature use error was identified. There was no allegation or indication of a pump malfunction. This complaint is being reported because the alleged health event was attributed to a use error.

Manufacturer narrative:
Follow-up #1 date of submission 04/11/2016-product analysis: the device was returned and evaluated by product analysis on 03/31/2016 with the following findings: review of the pump¿s black box revealed no related issues or abnormal pump behavior. The total daily dose was appropriate for the programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The insulin-on-board feature functioned appropriately during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).